Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample when run in duplicate and considered discordant when compared to repeat test results and a previous negative troponin result. The laboratory's policy is to run all troponin samples in duplicate. A negative test result was reported to the emergency room physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant troponin result. Specimen collection and preparation may be a contributing factor. No conclusion can be drawn. The instrument is performing within specifications.